Event description:
Report received from the us stating that they could not attach the device to the motor. It is known that the device was used in surgery w/o user/patient injuries. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).